Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by customer's reprocessing method deviating from the reprocessing manual. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that foreign material exited from the biopsy channel of the device during the incoming inspection of the device for the repair at olympus service facility (B)(4). There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility reported that the device was not used for the patient. When the user facility connected the device to the light source for colonoscopy, the device¿s aspiration function was not working. The user reprocessed the device after the procedure, but the instrument channel was still clogged, so the device was sent to olympus technical service. The instruction manual provides that the instrument channel should be reprocessed using a brush, but it was found that the user did not follow the instruction during the post-procedure reprocessing. And an olympus engineer found a foreign material in the instrument channel. If additional information becomes available, this report will be supplemented.